Event description:
The field engineer reported that the image quality of the images produced was degraded to a point in which they were not usable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.